Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces the connector portion measuring 9.0 cm and the distal portion measuring 46.0 cm / 49.2 cm. External abrasions were noted at 38.5 ¿ 39.4 cm and at 42.3 ¿ 42.7 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. Externalized conductors were noted due to internal abrasion under the svc shock coil at 21.9 ¿ 24.0 cm from the distal tip breaching the ring electrode cable lumen. Etfe cable coating was found abraded in this location.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review the right ventricular lead exhibited noise. The patient was seen in clinic on (B)(6) 2017. Noise was non-reproducible upon isometrics. The lead was explanted on (B)(6) 2017. The patient was in a stable condition post procedure.